Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was an occlusion issue with the infusion set site within 3 hours of insertion at side towards back on (B)(6) 2025. It was also reported that there was a blockage at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.